Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen display on the insulin pump with no response from any button during therapy and while doing pump programming. The customer also reported that the time clock did not advance. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed, including disconnecting the pump, removing and reinserting the battery, checking button and time clock response, and advising the customer that the pump would be replaced, to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
No frozen screen noted. All buttons function properly. The pump passed self-test. No unexpected button keypad anomaly, button error alarm anomaly during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. All buttons function properly. Keypad button unresponsive and frozen screen not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.